Event description:
A malfunction alarm was reported, with the specific malfunction code being ¿malf 0.¿ there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue occurred again.